Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests, and the instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional; no product issue was found. The probable root cause cannot be determined based on the information provided and fa results. The reported event was not confirmed as fa found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The fa investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a force bipolar instrument were not opening properly nor grabbing the tissue. It gets stuck at every movement while opening or closing. The procedure was completed with no reported patient injury.